Manufacturer narrative:
The used anchorfast device was not returned to hollister so an evaluation could not take place. A trend analysis was conducted for this type of event and no adverse trends observed. The device history records (DHR) were reviewed for this lot of production, and it was found to be complete and accurate. Based on the information provided, there was no report of a device malfunction while the device was being used and this self-extubation did not require reintubation. Hollister will continue to monitor this reported issue.

Event description:
It was reported that a patient who had a hollister anchorfast oral endotracheal tube fastener in place, self-extubated. It was reported that the self-extubation was unwitnessed and that the patient had been alert, cooperative, and unrestrained however had been waking up intermittently confused. It was further reported that 1 hour post-extubation on high flow nasal canula, the patient was stable and abgs were stable.